Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was placed on a medication that may have caused her blood glucose level to drop. She was hospitalized on (B)(6) 2016 with a low blood glucose level. Her blood glucose level was 37 mg/dl. The device was not returned.